Manufacturer narrative:
This is three of four manufacturer reports being submitted for this case.  Reference: fovino, luca nai, et al. "Transfemoral aortic valve implantation with new-generation devices: the repositionable lotus vs. The balloon-expandable edwards sapien 3 valve." Journal of cardiovascular medicine 19.11 (2018): 655-663. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Attempts have been made to obtain individual details for the patients and events but it was not forth coming. The cause of the cardiac tamponade is unknown; however, patient factors not provided and the mechanisms described above might have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from the literature article: ¿transfemoral aortic valve implantation with new-generation devices: the repositionable lotus vs. The balloon-expandable edwards sapien 3 valve¿, 93 patients with severe symptomatic aortic stenosis who underwent transfemoral tavi with edwards sapien 3 from august 2013 to january 2017 were matched with patients who underwent transfemoral tavi with the lotus valve. Outcomes were evaluated according to valve academic research consortium-2 definition at discharge and 30 days. The following results were observed: (in-hospital outcomes) 1 patient had a disabling stroke, 3 patients had a major vascular access-related complication, 1 patient had a cardiac tamponade, and 9 patients required a new pacemaker implantation.

Manufacturer narrative:
This is one of four manufacturer reports being submitted for this case.  Please reference the following related manufacturer report no: 2015691-2018-04622 edwards sapien 3 transcatheter valve. 2015691-2018-04623 edwards esheath introducer set. 2015691-2018-04625 edwards sapien 3 transcatheter valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.